Manufacturer narrative:
(B)(4). The implant date of (B)(6) 2016 was used as a date of event because the patient was unhappy with her vision post implant but an exact date was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00 20.5 diopter, was performed on the right eye of a female patient because she wasn't happy with the correction. The visual acuity was provided of the patient was provided: visual acuity pre-op: 20/200 with glasses. Visual acuity post-op: 20/70-1. Visual acuity post-replacement: 20/40. No vitrectomy was required and there wasn't any lens rotation noted prior to explant. Normal post-op medications were prescribed. The replacement lens was the same model but a 21.5 diopter. The explanted lens is not available for evaluation. No further information was provided.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.